Event description:
It was reported that the patient's ipg elective replacement indicator appeared later than it should have, and the device had reached end of life. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced.

Manufacturer narrative:
Date of implant is unknown. Initial reporter phone number: (B)(6). The observation concerning the shortened time between eri and eol was confirmed. The ipg did not meet the calculated number of expected days between the occurrence of eri (when cp/pc claims eri at 2.73v) and the occurrence of eos. The device did have normal battery depletion at the time of explant. The artemis clinicians manual was used to calculate the device longevity by determining the energy factor over the implant period. The estimated average longevity would have been 2.85 years +/- .25-year per ¿ 90205144, when using the as received programmed settings and assuming an average amplitude also an average program lead impedance at 500-ohm and 1000 ohm, for device model 6662. The total stimulation on time was 3 years, suggesting the device had normal battery depletion at the time of the observation. It was noted on 4/11/2024 that the devices program amplitudes were increased which would have resulted in the device depleting more quickly. This was done 3 months prior to eri. The minimum battery voltage logged in the monthly battery log at the time of programming was 2.779v. The eri threshold is 2.73v. The expected time between eri and eol was 5 months. The device lasted 2 months based on an averaged 500 ohm and 1000 ohm energy factor once eri had been reached.

Manufacturer narrative:
Correction: section h9 has been updated to its correct information from the initial report.